Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. There was no information provided regarding the customer's blood glucose level. Although requested, no additional information was provided regarding the reported issue.